Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing, decreased pacing impedance, and inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. The device was reprogrammed to resolve event. The patient was stable with no patient consequences.